Event description:
It was reported that the right ventricular (rv) lead exhibited out of range impedances. The lead was explanted and replaced. During the replacement procedure, the left ventricular (lv) lead dislodged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.